Event description:
It was reported that the device failed the accuracy test at 6.75%. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The investigation is underway. A supplemental report will be sent when the investigation closes.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device expulsor assembly, which was determined to be faulty the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device expulsor was replaced and the device passed all testing.